Event description:
The user facility reported that prior to a patient procedure the wall monitor to their hexavue custom room rack was flickering. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and found that the rack was not routed properly. To resolve the issue, the connections of the rack were rerouted. The unit was tested, confirmed to be operating according to specification, and returned to service.